Event description:
The customer reported that the ortho provue misread a sample barcode ID number. The customer indicated that they reviewed the results after the completion of the run and noticed the difference in sample numbers. The provue is not linked to the lis system. The same sample tube was placed on the sample carousel a second time and the sample barcode was correctly identified by the provue. No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed a high frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, when an unknown lot of reaction vessels (rv) were in use. The customer stated the frequency of the error is one to two occurrences a day. The customer was advised to check for cracks, leaks, and bubbles in the trigger, pretrigger level sensor and manifold valve and no problems were detected. The customer changed the trigger, pretrigger and level sensor. The customer was not sure of the rv lot in use at the time the issue was observed, therefore, a replacement lot of rv's was sent to the customer. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.